Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the acecide check was not completed due to the user not reading the instruction manual carefully and had insufficient knowledge of the device. The event can be detected/prevented by following the instructions for use which state: operation manual ¿3.9 checking the concentration of disinfectant.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the reprocessor disinfectant cannot be guaranteed effect due to unconcentration determination or inappropriate concentration measurement were used for the patient. The reported issue occurred during reprocessing with no reports of patient involvement.